Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the rptr: the purstring suture was ripped at the first attempt. The pressure plate was introduced but disconnected multiple times during the process of twisting together. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 mins. There was no unanticipated tissue loss.